Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display turns dark. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the authorized service provider (asp) evaluated the device and confirmed the reported problem. It was determined that the user interface (ui) assembly will need to be replaced. The investigation is ongoing.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
The user interface (ui) had been on backorder, and after further investigation, there were no problems with reading details of the indication, but it was confirmed the screen was dark even if the brightness was max. It was improved after replacing the user interface (ui) assembly. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.